Event description:
Device report from synthes reports an event in switzerland as follows: it was reported on an unknown date that the symphony screwdriver was navigated and after the 5th screw was applied, the screwdriver disconnected from the screw during inserting the screw. Surgery was delayed for more than 20 minutes. The procedure was completed successfully. This report is for one unk - screwdrivers : symphony. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.